Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A product investigation was conducted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2021, patient underwent a hardware removal procedure of a product trochanteric that broke inside the patient. Surgeon removed the broken implant before the total hip replacement. The date of the original surgery was on (B)(6) 2020. The products involved was a nail, that was broken and the live screw. Procedure was completed successfully without any surgical delay. Concomitant device reported: tfna fenestrated screw (part# 04.038.190; lot# 17p2186; quantity: 1) unknown tfna helical blade (part# unknown; lot# unknown; quantity: 1) this report is for one (1) 12mm/130 deg ti cann tfna 420mm/left-sterile.this is report 1 of 1 for complaint (B)(4).